Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they went so low she almost passed out. The customer blood glucose level was unknown at the time of incident and the current blood glucose of the customer was over 300 mg/dl. Customer did not receive a sensor updating or sensor glucose value not available alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The customer was assisted with troubleshooting and declined for all sensor issues and low blood glucose. The insulin pump will not be returned for analysis.